Manufacturer narrative:
Updates were made to the following sections based on additional information provided to cardinal on 9/13/21: b3 / b4 / b5 / b6: relevant tests/laboratory data, including dates h6: health effect impact code

Manufacturer narrative:
It was not possible to review the device history record (DHR) as the customer was unable to provide a valid lot number. There were no physical samples submitted with this complaint however 2 photographs were provided for evaluation and the reported condition was visible; the tip of the tube is expelled. Infusion pumps that deliver in excess of 40 psi should not be used as excessive pressure can cause tubes and pump sets to balloon and/or rupture. According to the instructions for use: use a kangaroo enteral feeding pump for accuracy and control of nutritional formula delivery. Infusion pumps that deliver in excess of 40 psi should not be used as excessive pressure can cause tubes and pump sets to balloon and/or rupture. Consult pump manufacturer¿s specifications and recommendations. If there is any deviation or manipulation of the product, it could lead to the reported condition. The root cause for the reported condition cannot be specifically identified without the actual device to evaluate. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the weight of the probe came loose in the patient's abdomen. The probe was located on august 10.